Event description:
The intemational distributor of baxter cryocyle bags reported that rupture of a cryocyte container was observed during thaw. 50 ml of cord blood in a dmso/dextran freezing medium were stored in the bag. The cryocyte container was placed directly rate freezer. A metal cassette was used for freezing and storage and the duration of storage was less then three months. There were no patinet/technician issues reported and the cell product was not infused into a patient. The customer discarded the ruptured cryocyle bag. The cordblood batch number for this bag is cb2579.